Event description:
Pt was a (B)(6) female with right internal carotid artery (ica) occlusion. Physician made two passes with a merci retriever v 2.5 soft for the occlusion. As recanalization had not been achieved with the merci retriever, penumbra system was then used. Pt had a thrombolysis in cerebral infarction (tici) score of 2a after treatment. Dissection of right middle cerebral artery was confirmed on a post-operative CT scan. The 32 mg of tissue plasminogen activator (t-pa) was intravenously administered to the pt during procedure. Coil embolization was performed for the dissection (B)(6) days post-procedure. Physician believes that the causal relation between the use of the device and the dissection is unk.

Manufacturer narrative:
There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., pt factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome. Because the device was not returned to concentric medical, a complete investigation could not be performed. Also, because the lot number for the device was no reported to concentric medical, the mfg records for the merci retriever v 2.5 soft device could not be reviewed.